Manufacturer narrative:
The event logs were submitted to zoll technical support for examination. Upon analyzing the logs, cfb log entries were noted, suggesting a possible malfunction of the main board. The log data further confirmed that despite the screen going blank, which is frequently perceived as the device shutting down, the ventilator continued to function during the incident and maintained its alarming. A qualified biomed subsequently ran the device for approximately one hour and was unable to replicate the issue. As a precautionary measure, zoll technical support advised the replacement of the main board.

Event description:
It was reported that the screen froze, red lights on top were blinking and beeping. There was no patient harm reported.

Event description:
It was reported that the screen froze, red lights on top were blinking and beeping. There was no patient involvement reported.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.